Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-1200 serial number: (B)(6). Batch/lot number: 371126 model/catalog description: precision montage MRI ipg sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient experienced difficulty in charging the implantable pulse generator (ipg) and the spinal cord stimulator (scs) lead had some impedances. It was also mentioned that the patient needed a magnetic resonance imaging (MRI) as a result, the patient underwent a revision procedure wherein the ipg and scs lead were replaced. The patient was doing well postoperatively. The explanted device components were kept by the medical facility and will not be returned.